Event description:
The pmta applicator was placed percutaneously in the right lobe of the liver. The power was set at 180w for 2 minutes. Power initiated, within 6 seconds a reflected power error occurred. The ablation was repeated at same setting with the same error occurring. Decision taken to do a track ablation at 60w, the system ran properly, however, on removal of the applicator, 15mm of the tip was left in the patient. The post op CT scan showed the main fragment of the applicator in the peritoneal cavity behind the right posteria lateral. There were also 2 tiny fragments in the target area.

Manufacturer narrative:
Device x-rayed.